Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007.the devices were evaluated in the field and the issue was confirmed. 13 devices had worn components; 1 device had a loose component; 1 device had a missing component; 1 device had a misaligned component. 2 devices were not returned to service.there were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 16 malfunction events, where it was reported the brakes were not holding. Fourteen events had no patient involvement; two events it was not known if there was patient involvement.